Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported the 90% stenosed, 2.8x24mm de novo lesion located in proximal right coronary artery (rca) was treated with pre-dilation and post-dilation resulting in 0% residual. The 99% stenosed, 2.8x24mm de novo lesion located in mid rca was treated with pre-dilation and post-dilation resulting in 0% residual. According to qca results, these were evaluated as one lesion in the proximal rca. Two days later the patient was discharged on bayaspirin and panaldine. In (B)(6) 2009, treatment occurred 4 days after restenosis was confirmed, previously reported as occurring 14 days after restenosis was confirmed. The vessel diameter of the treated vessel was 3.5mm, originally reported as 3.3mm. Per the physician, the event was listed as "possibly" related to the study stents.

Manufacturer narrative:
Corrected information: in (B)(6) 2009, treatment occurred 4 days after restenosis was confirmed, previously reported as occurring 14 days after restenosis was confirmed. The vessel diameter of the treated vessel was 3.5mm, originally reported as 3.3mm. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-02198. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first target lesion located in the proximal right coronary artery (rca) was treated with a 3.0x28mm (B)(4) study stent. The second target lesion located in the mid rca was treated with a 3.0x32mm (B)(4) study stent. In (B)(6) 2009, angiography revealed restenosis of the proximal rca. (B)(6) later ischemic symptoms were detected with myocardial scintigraphy. Treatment the same day placed a non bsc stent in the 99% restenosed, 3.30x9.0mm target lesion located in the proximal rca resulting in 0% residual stenosis. The event was listed as "resolved" and the patient was discharged two days later.